Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a f-49 alarm. This occured before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The alarm log review and functional testing revealed that the device had presented an f-49 alarm. The cause of the condition was determined to be a damaged and depleted battery. The device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should relevant information become available, a supplemental report will be submitted.